Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device reported hearing beeping tones. The device was found to have recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient was seen for a change out procedure where the device was explanted and replaced. The device is not expected to be returned for analysis.